Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow and ok buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
This report is being submitted at the request of the FDA as it was determined that a follow up report in the sequence of this MFR number was missing. This report is being submitted to fill in that missing follow up number.

Manufacturer narrative:
Follow-up #1: date of submission 03/03/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 02/26/2016 with the following findings: during investigation, the keypad was found to be intact; no damage was observed. All of the keypad buttons were responsive during testing. The complaint of under-responsive up arrow, down arrow and ok buttons was not duplicated. The keypad cover was removed and no contamination was found under the button contacts. The pump was opened and the keypad flex was found to be fully seated in connector. There was no evidence of moisture found inside the pump. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.